Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3478 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the outer packaging on the kit was not completely sealed. The device was not used.